Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulators (usm) 3 non-responsive, error 32100. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were not placed when the issue was noticed. The surgeon started the procedure with only 3 arms and was able to complete the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse swap the acj between universal surgical manipulators (usm) 3 and usm 2 and check other parts. Fse made a new calibration and adjustment process for usm 3, no error appear during the site visit, the error do not happen again. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error #32100 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by a new calibration and adjustment process for usm.